Event description:
Underdelivery during preventative testing by the biomedical engineer reported. There were no reported events while the device was in clinical service. There was no additional info available.